Event description:
It was observed during the device inspection, the duodenovideoscope exhibited foreign material at the channel tube and the instrument channel was clogged with foreign material and the forceps could not be inserted. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material in the biopsy channel and endo therapy accessory clogged occurred due to improper or inadequate reprocessing or handling. However, a definitive root cause of the event could not be identified. The instruction manual states the inspection method associated with the event in "instruction manual chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.